Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the omnilink elite instructions for use: warns, should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties and subsequent treatments were likely due to case circumstances

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the common iliac artery. The 8.0mm x 59mm x 80cm mm omni elite stent delivery system (sds) was advanced to the lesion, through a 6f introducer sheath. The stent could not be seen under angiography, thus the decision was made to remove the sds. During removal, resistance was felt with the anatomy and force was applied. The stent dislodged in the junction iliac femoral. An unspecified balloon dilation catheter was used to deploy the stent at the unintended site. A non-abbott sds was used to complete the procedure. Although there was a delay in the procedure it did not result in significant impact to the patient. No additional information was provided.